Event description:
The healthcare worker was stuck in the palm of the right hand with the needle of the access device. This occurred when the test tube was being withdrawn from the access device and the needle detached from the device.